Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009 , patient presented with following pre-op diagnosis: lumbar herniated disc. Lumbar spondylosis. Lumbar instability. Radiculopathy. Claudication. Spinal stenosis. L3-s1 degenerative disk disease with herniation, intractable pain. Patient underwent the following procedures : retroperitoneal approach to lumbar spine. Anterior lumbar diskectomy, partial corpectomy, foraminotomy, decompression of nerve roots, l3-4, l4-5, l5-s1. Anterior lumbar interbody fusion, l3-4, l4-5, l5-s1. Peek interbody cage, l3-4, l4-5, l5-s1. Anterior lumbar instrumentation, l3-4, l4-5, l5-s1. Use of bmp. 3- level anterior retroperitoneal spine exposure for l3-4, l4-5 and l5-s1 diskectomy and fusion with cages and screw stabilization with bmp. As per op-notes : disks were exposed at l3-4, l4-5 and l5-s1. Fusion was performed by curettage of end plates back to subchondral bone. Bmp was used as bone graft material. Peek interbody spacers were used at both spaces; they were 12x12 degrees at l5-s1 and 13x12 degrees at l4-5. At l3-4, complete diskectomy was performed. Once again fusion was performed; peek spacer here was 13x12 degrees. A large bmp kit was used. At l5-s1, disk was excised, fusion was completed using a peek cage with bmp. Similar procedure performed at l4-5 and l3-4. Post-op diagnosis: l3-s1 degenerative disk disease with herniation. No patient complications were reported. The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.